Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that probably a couple weeks to a month ago the patient noticed they weren't getting good relief of their stimulation. But the patient was complaining to the doctor after surgery a month or two ago. They were constantly going to the bathroom and having leakage. They had an appointment with the doctor yesterday. The agent walked the caller through checking their settings. The patient increased the stimulation on the call to a comfortable level. The patient will maintain stimulation level and will continue to track symptoms.

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.